Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the rf (radio frequency) head would not interrogate. Rf head was swapped for a new and worked fine. The rf head was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; moving the cable caused telemetry to work or not work. Most of the time it would not interrogate unless cable was positioned just right to allow the telemetry to function. The rf (radio frequency) head cable was out of specification on uplink functional tests due to the rf head cable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.